Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure the staples did not closed correctly after firing. Before firing the instrument the surgeon turned the adjusting knob as always. After firing. Staple line was not well and there was heavy bleeding. The injury was sutured and there was a delay or 45 minutes. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conforming the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.